Manufacturer narrative:
The t:slim user guide states: never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently failed to disconnect the infusion set tubing from the infusion set site during a fill tubing step. The customer filled the tubing with 12.5 units of insulin and the insulin on board showed 7.04. The customer later reported that the blood glucose was within target level.